Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 571 mg/dl. Customer¿s current blood glucose is 363 mg/dl. The customer did experienced the symptoms such as dry mouth. The customer also had blood glucose levels of 240 mg/dl, 300 mg/dl and 540 mg/dl. The customer treated with the syringes and 5u bolus from the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because the blood glucose level jumped to 517 mg/dl in less than twelve hours. The insulin pump will not be returned for analysis